Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging that the unit powers off during use. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. Replacement products were sent to the patient.

Manufacturer narrative:
Follow-up # 2 (08/05/2013)-product evaluation: the analysis of the subject meter was completed on (B)(4) 2013 by product analysis with the following findings: the analysis of the subject meter found that the battery voltage was low/dead. With a replacement battery, the meter functioned normally. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.